Event description:
Additional info received from MFR on 06/24/1998: ultrafem has received no prior notification of this event. There is no doctor indicated. With no health professional records co cannot clasify as reportable.